Event description:
It was reported that the patient experienced inadequate stimulation and stated that the leads were placed incorrectly. The patient underwent a leads replacement procedure and was doing well postoperatively and the explanted leads were kept by facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).